Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looked like the proximal clevis had dislodged where it meets the main tube.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an operating room (or) nurse contacted tech support to report a notch on an instrument. The instrument tip was broken. The clinical sales representative (csr) reviewed and indicated that the notch was normal; however, the intuitive surgical, inc. (Isi) technical support engineer (tse) identified visible damage to the shaft of the instrument. Consequently, the customer was advised to stop using the instrument and to return it for analysis. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully, and the provider was not concerned about any fragments falling in the patient. The team evaluated for any fragments left behind in patient anatomy but found none. Images have been attached. The surgical procedure being performed was a right upper lobe wedge with mediastinal nodes.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube approximately 37.95mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The proximal clevis is dislodged as a result of the broke main tube.

Event description:
Refer to h11 for follow-up information.